Event description:
Pt to or for repair of broken hip when 2 packages of methylmethacrylate cement was pressurized with cement gun onto prosthesis. Pt had sudden drop in blood pressure and hypoxic changes. Intubation was attempted. Pt did not respond to ephedrine or neosynephrine. Pt did not respond to drugs or defibrillation. Pt ventilated by mask, pt pronounced dead.